Manufacturer narrative:
A getinge field service engineer (fse) reported that the iabp unit that was repaired and cleared for clinical use was not returned to the customer as they refused to accept it. Instead, the customer was provided with a brand new iabp which was installed by a getinge fse.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was giving a continuous beep alarm with no display and turned off. The issue is suspected to be with the power supply which will be cross checked soon. There was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The power supply and motor controller pcb were found to be defective and have been replaced. The iabp was returned to clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was giving a continuous beep alarm with no display and turned off. The issue is suspected to be with the power supply which will be cross checked soon. It is unknown if there was any patient harm/injury; however there was no adverse event reported.